Event description:
A report was received that the patient was experiencing warmth and pain at the ipg incision site. The patient was prescribed lidoderm patch. No further information could be obtained.